Event description:
After 18 months of implantation, this ICD was explanted and returned because at the follow-up it was reported that the device would not interrogate. In addition, there was no magnet response.